Event description:
The customer contact reported a leak. It was reported that an unspecified volume of solution leaked after manual filling of the vial at the user facility. The customer contact reported the vial was filled with an unspecified volume of fentanyl when solution leaked around to blue stopper in the vial. The vial was replaced and the filling was resumed. Though requested, no additional information was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter all the information know by the reporter upon query by hospira personnel.